Manufacturer narrative:
Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the p patient¿s hf sensor readings were not correlating with the clinical data. As a result the sensor was recalibrated via right heart catheterization.

Event description:
Additional information received clarified the initial calibration was off due to possible false lock/emi.